Event description:
It was reported that this patient's device was showing 80% battery remaining, and then 9 months later was showing 25-50% battery remaining and the doctor was asking if this patient's vns device was one of the devices affected by the premature battery depletion seen in m106 and m105 generators. Additional information was received from the doctor stating that the patient's battery had dropped significantly. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. It was confirmed that the device was not manufactured during the time that m106 and m105 generators were laser-routed. Multiple attempts for relevant information were made, but no relevant information has been received to date. No known surgical intervention has occurred to date.